Event description:
The account alleged that the stretcher is having problems moving. No pt impact.

Manufacturer narrative:
The technician found the brake steer caster will lockup and three brake casters are ratcheting when locked in place. The technician replaced the brake steer and brake casters to resolve the issue.